Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient told their managing physician of the issues. Their last appointment was on (B)(6) 2016 and the nurse adjusted their stimulator down one program, instead of up. They noted that it did not help. They were given no cause of the lack of stimulation, having no control, and having to wear pull ups. The problem had been as bad or worse than before the surgery. They noted that they were better for the first couple of months only. They added that the issue was not resolved and some days they went five or six times a day and, yet, they went to the restroom often. They stated they had no control and were going to see another urologist the week of the report.

Event description:
A consumer's family member reported the consumer experienced a loss or change in therapy. The caller noted it was like he did not have the device, he had no control. The consumer wore pull ups and he soaked it and through to his clothes, and changed three times during the night. The consumer did not feel stimulation. He was on program 2 at 1.9 v and the caller had increased it before she called up to 2.1 v. It was reviewed that it took time for the body to respond to therapy and to use a voiding diary to track progression/therapeutic response. The caller indicated they called the doctor, but could not get in until (B)(6) 2016. Reviewed to try the new settings for a few days and can adjust again if the new settings did not work. Indication for use included urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.